Event description:
I grabbed a 20g insyte autoguard bv shielded IV catheter. The device was still packaged and unopened. The cap that is supposed to cover the needle was absent, leaving the needle exposed within the packaging. After this was found, the needle was retracted with the automatic safety button, but I have the intact packaging that is missing the needle cover.